Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report: as reported, during an unspecified procedure involving the superficial femoral artery via access in the right groin, the hub of a flexor ansel guiding sheath separated from the sheath upon removal of the device. The user grabbed the sheath below the hub and the device was removed without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturer¿s instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. The lot number for the complaint device was not provided. A sales search of kcfw-5.0-18/38-90-rb-anl0-hc lots sold to this customer in the three years prior to the event showed 7 lots. Cook reviewed the device history records for these 7 lots. None of these final lots had failure-related non-conformances. An IFU is provided with this device, which warns ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ the IFU goes on to note ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the complaint device was not returned for evaluation. No details were provided regarding the patient's anatomy or procedural use. The design history file shows this product family meets the applicable testing requirements. Based on the available information, the cause of this event is component failure without design or manufacturing deficiency. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: h3: the device will not be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure involving the superficial femoral artery via access in the right groin, the hub of a flexor ansel guiding sheath separated from the sheath upon removal of the device. The user grabbed the sheath below the hub and the device was removed without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details and patient anatomy has been requested, but is not available at this time.